Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stent placement procedure within the duodenum on (B)(6) 2013. According to the complainant, the indication for the procedure was a stenosis due to pancreatic cancer. Reportedly, the patient anatomy was not tortuous and the stricture was in the horizontal part of the duodenum. During the stent placement procedure, an endoscope was inserted up to the near side of the stricture. The stent was passed through the stricture and the physician attempted to deploy the stent. Only a few centimeters at the tip of the stent were able to be deployed but it would not deploy any further. It is unknown if the stent was reconstrained prior to removal from the patient anatomy. Another wallflex enteral duodenal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good".

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 11mm. A slight bend was noted in the stainless steel handle. During analysis an attempt was made to retract the distal handle and deploy the stent; however, there was resistance. The shaft of the device was dissected at the proximal end of the clear outer sheath and the inner lumen and stent were withdrawn. Examination of the inner lumen and deployed stent found no anomalies. There was no issue in the movement of the outer sheath after dissection. The outer sheath was dissected longitudinally and no issues were noted. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stent placement procedure within the duodenum on (B)(6) 2013. According to the complainant, the indication for the procedure was a stenosis due to pancreatic cancer. Reportedly, the patient anatomy was not tortuous and the stricture was in the horizontal part of the duodenum. During the stent placement procedure, an endoscope was inserted up to the near side of the stricture. The stent was passed through the stricture and the physician attempted to deploy the stent. Only a few centimeters at the tip of the stent were able to be deployed but it would not deploy any further. It is unknown if the stent was reconstrained prior to removal from the patient anatomy. Another wallflex enteral duodenal stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good".

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.